Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer stated device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 failed and it was not detected on bus. The field service engineer (fse) had observed that when the customer logged in, the customer was able to clear the cubie error. However, upon drawer opening, the fse noticed a medication jam on cubie e5. The fse attempted to open the cubie lid, but it was unsuccessful. The customer then ejected the cubie from the row board, took it back to break open and transfer the medications to a new cubie. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer stated device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.